Manufacturer narrative:
Results: the complaint for ineffective stimulation was not confirmed. As received, both leads were cut but complete. The leads were returned cut as a result of the explant procedure. All lead segments were inspected under the microscope and no broken wires were observed. Visual inspection of the returned leads did not reveal any anomalies that would contribute to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient was experiencing ineffective stimulation. The patient underwent surgical intervention to remove his scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.